Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of ischemia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ischemia.

Event description:
Healthcare professional reported "causing blood flow issues during breast lift". Later healthcare professional reported "implant was putting too much pressure on breast tissue and slowing blood flow, nipple turning purple". This record is for the right side. Device was explanted.